Event description:
Home patient noted alarm on homechoice device during treatment. Patient noted patient line had disconnected from transfer set so patient reconnected herself. Daughter entered room at this time and stopped treatment. Daughter restarted with new supplies after soaking transfer set in betadine for approximately 20 minutes. No patient injury or medical intervention was required. Daughter has notified rn and md.